Event description:
It was reported that, "approximately 10mm tip of stryker custom cannulated probe broke off while trying to gain access to l5 pedicle. It was posterior enough that surgeon was able to remove from pt."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation. This MDR occurred in the same surgery as medwatch #9617544-2012-00405.